Event description:
International affiliate reports the valve was implanted in 2001. The valve was inserted under the skin and connected to a ventricular catheter. At a later date when the surgeon pumped the valve to confirm flow of cerebrospinal fluid, the valve leaked. The valve was explanted.